Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on lcd board. The pump was unable to confirm low battery alert and unable to perform any tests due to blank display. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of low battery alert from the insulin pump. The customer's blood glucose reading was unknown.